Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was deactivated due to noise noted on the right ventricular (rv) lead. A possible insulation issue was suspected and the pacing impedances were below 200 ohms. In addition, muscle stimulation was seen. A lead procedure has been scheduled. It is not known weather this lead will be returned upon extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time a procedure has not been performed. Should additional information become available this investigation will be updated. Additional information was received which noted that the device was deactivated due to noise on the right ventricular lead. This right ventricular lead was extracted and will be returned. The physician believed the leads insulation may have been damaged behind the device in the pocket due to the patient being of young age and the lead/device position. Further information was received that the device was explanted but has not been returned. Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was deactivated due to noise noted on the right ventricular (rv) lead. A possible insulation issue was suspected and the pacing impedances were below 200 ohms. In addition, muscle stimulation was seen. A lead procedure has been scheduled. Subsequently, the lead was explanted and returned. No additional adverse patient effects were reported.